Event description:
Per the audiologist, the pt reported "a feeling" rather than a sound when using the cochlear implant system. An x-ray done (date not reported) showed only 4 electrodes in the cochlea. The pt's device was explanted 2008. No info on reimplantation was provided.

Manufacturer narrative:
This is a final report.